Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that injector didn't close properly with clamp and leaked, during insertion the h.p. Received a neeelestick injury, and patient was delayed in getting treatment with a bd infusion adapter c70. The injector not closing properly and leaking occurred on 11 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the rubber stopper on the new c70 has been changed, which is now a very flexible soft rubber, and without a holder to hold on. During inserting, the caregiver it has slipped because it is so soft and mobile, has pierced the plastic piece, and she has stung herself bloody. We cannot work with it in the routine, it is too flexible and they can not hold it anywhere. Event is reported to (B)(6) media. The new injector does not close properly with the new clamp. Cytostatic solution is dripping down!!

Manufacturer narrative:
The following fields were updated due to corrected information:device available for eval?: yes. Returned to manufacturer on: 5/21/2019. Investigation: the sample provided has been located. The final product for lot ta11161 is assembled and packaged at a supplier site. The supplier has been notified of the reported issue and provided the sample for evaluation. Three retained samples of the same lot were also used for additional evaluation. All product was visually inspected, there were no visual or dimensional defects identified that could have contributed to the reported incident. Functional evaluations were conducted and in all cases the clamp performed as expected. Two different materials have been used within our facility for manufacturing pinch clamps. During an internal review of product and material records, it was identified that clamps made of the incorrect material were used in the production of the c70 clamp as the two clamps made of different material were not properly segregated and became mixed within the same place in the warehouse. It was noted that our inventory software had not been properly updated to reflect the specific material code for the clamp components. Manufacturing personnel have been notified f this incident. A corrective action project, CAPA#1068097 was initiated and improvements have been made to our inventory software to create better traceability.

Event description:
It was reported that injector didn't close properly with clamp and leaked, during insertion the h.p. Received a neeelestick injury, and patient was delayed in getting treatment with a bd infusion adapter c70. The injector not closing properly and leaking occurred on 11 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from german to english: the rubber stopper on the new c70 has been changed, which is now a very flexible soft rubber, and without a holder to hold on. During inserting, the caregiver it has slipped because it is so soft and mobile, has pierced the plastic piece, and she has stung herselft bloody. We cannot work with it in the routine, it is too flexible and they can not hold it anywhere. Event is reported to swiss media. The new injector does not close properly with the new clamp. Cytostatic solution is dripping down!!

Manufacturer narrative:
H.6. Investigation: thank you for sending in your sample, however we are unable to locate it at this time. This is a rare occurrence. Should the sample be located we will re-investigate and respond back with any updated results. The final product for lot ta11161 is assembled and packaged at a supplier site. We have notified the supplier of the reported issue. Three retained samples from the reported lot were used for additional evaluation. There were no visual defects noted and the dimensional inspection verified the product was manufactured properly. Functional evaluations were conducted and in all cases the clamp performed as expected. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. Based on available information, since we were unable to duplicate the indicated failure mode and review of the device history records showed no indication of the alleged defect, we were not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that injector didn't close properly with clamp and leaked, during insertion the h.p. Received a neeelestick injury, and patient was delayed in getting treatment with a bd infusion adapter c70. The injector not closing properly and leaking occurred on 11 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from german to english: the rubber stopper on the new c70 has been changed, which is now a very flexible soft rubber, and without a holder to hold on. During inserting, the caregiver it has slipped because it is so soft and mobile, has pierced the plastic piece, and she has stung herselft bloody. We cannot work with it in the routine, it is too flexible and they can not hold it anywhere. Event is reported to swiss media. The new injector does not close properly with the new clamp. Cytostatic solution is dripping down!!